Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the balloon could not be fed over the guide wire and glue specs were noticed on the guide wire tip. The returned product evaluation revealed a separated guide wire. Additional information was obtained indicating that the device separated during use and was retrieved with a snare device. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core. There was no contrast visible. The proximal end of the guide wire had separated 127.7 cm proximal to the tipball. The fracture face was jagged. The proximal separated portion was not returned. There was a kink in the core 74 cm proximal to the tipball. There was corrosion on the proximal solder, center solder and the tipball. There was three clear drops of dried fluid on the intermediate coils 11.2 cm distal to the proximal solder. There was no other damage noted to the guide wire. The catheter used during the procedure was not returned. An attempt was made to advance the guide wire through a 0.0142" hole gauge, but the guide wire would not advance at the location of the drops. A laser micrometer was used to measure the maximum outer diameter of the droplets on the wire. This did not meet manufacturing criteria. An attempt was made to advance the guide wire through a new rx powersail balloon catheter, but the guide wire would not advance through, at the location of the droplets on the guide wire. The tip was tugged on to confirm the core was intact. Product performance engineering reviewed the incident information and the analysis of the returned device. There were two issues with the guide wire found in the analysis. There were some droplets on the coils, and these may have contributed to the difficulty delivering the balloon catheter over the guide wire as these droplets caused the guide wire to be oversized. The droplets are similar to primer droplets from the hydrocoat process. The fracture site was examined by scanning electron microscopy (sem) analysis. The result showed that the stainless steel had been heavily eroded away from some type of unknown chemical action. The solder joints were also corroded. This caused the core material to be significantly weaker than usual resulting in pre-mature fracture of the guide wire. This type of erosion has been seen before on returned devices, and has been suspected to be from re-sterilization of the guide wire contrary to the instructions for use (IFU), although the exact substance that caused the damage has never been identified. It is concluded that this is not a manufacturing issue, because there is nothing in the manufacturing steps that could affect the guide wire in this manner. The droplets on the guide wire appear to be of a manufacturing origin; therefore, the investigation and corrective action will be tracked through a field discrepancy notice (fdn). This MDR is considered closed by the product performance group.